Manufacturer narrative:
A product development investigation was performed. The following devices were returned to cq: part #03.632.002, lot #6847765, t25 stardrive shaft f/matrix, standard. Part #03.632.002, lot #6930204, t25 stardrive shaft f/matrix, standard. Part #03.632.072, lot #7657779, t25 stardrive shaft f/matrix, long. The three (3) returned t25 stardrive shaft f/matrix were observed to have stripped tips. All three (3) distal stardrive tips on the instruments were observed to be rounded and no longer hold the stardrive shape. This complaint is confirmed. No new defects or malfunctions were observed on any of the returned instruments. A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned devices are already stripped. The 03.632.002 and 03.632.072 t25 stardrive shaft f/matrix are instruments routinely used in the matrix spine system to assist in tightening the locking set screws of the matrix pedicle screw system. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Although a definitive root cause could not be determined, force and torque is applied to the tip of the driver to tighten screws. It is likely that this complaint condition was due to excessive force/torque applied to the tip of the driver and/or consistent use and cumulative wear over the parts' lifetimes. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Returned to manufacturer. DHR review for part # 03.632.002, synthes lot # 6847765. Release to warehouse date: 22-mar-2012. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial hospital contact telephone: (B)(6). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported during inspection of the instruments while setting up for a degenerative lumbar posterior fusion at l3-l5 on (B)(6)2017, it was noted that two (2) t25 stardrive shaft for matrix-standard and one (1) t25 stardrive shaft for matrix-long were slightly stripped at the distal end. Several other shafts were available for use during surgery. No patient involvement. This report is for one (1) t25 stardrive shaft for matrix-standard this is report 1 of 3 for (B)(4).